Event description:
Echocardiogram showed marked ventricular assist device inflow cannula obstruction,CT scan showed marked anterior angulation of inflow cannula and cardiac catheterization showed elevated pcwp. Pt taken to or. Repositioning of cannula was done. In preparing to close incision the device cannula came out of the lv apex with laceration of the lv in the process. Pt went into cardiac arrest and placed on cardiopulmonary bypass and perfusion restored. Family requested no further measures taken. Pt removed from cardiopulmonary bypass and expired.

Manufacturer narrative:
(B)(6)